Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
During evaluation by an olympus field service engineer (fse), it was found that the image is not coming after connecting camera head but without camera head, color bar is coming. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was complete with a non-olympus similar device. There were no reports of patient harm. This complaint is linked with patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions error e230 is coming on touch display and no image on monitor would likely be a the faulty u-mount. Olympus will continue to monitor field performance for this device.